Event description:
It was observed during the device inspection, that the xenon light source exhibited a faulty connection with the plug connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and it is presumed that it is due to wear of the video connector socket. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use (IFU): warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.